Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Additional suspect medical device component involved in the event: product family: linear st lead kit 50 cm. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the leads of the patient had impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure was doing well postoperatively and the explanted devices were disposed by the facility.